Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). During the analyzes of the history log files an infusion therapy was detected with an flow rate of 5 ml/hr and a vtbi value of 500 ml. The flow rate was occasionally changed between 2 ml/hr and 10 ml/hr. As the infusion therapy was finished a total volume of 20 ml was infused. The time of the complete infusion therapy was 8 hours and 52 minutes. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. Further a special functional test of the air sensor was performed. Air bubbles were injected into the infusion line and detected from the device. The device fulfills the required values according to the specifications of the technical safety check (tsc). Caused of the investigation results, only the upper housing part was removed. No soiling or any damages could be detected. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. A malfunction of the air sensor could not be identified. The device works within our specification.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion /air bubbles". Customer information: patient´s morning infusion of cardene 5-2 ml/h (drug strength 0.1 mg/ml). During the morning shift, attention was taken to the fact that the bottle had an exceptional little amount of fluid left. Calculated drip rate manually and found the pump to dispense 5 times faster as planned. The pump was disabled. The patient's planned infusion rate was 10-50 ml/h, so there was no overdose. Contributing factors: quite a large amount of air bubbles in the area entering the pump was observed. The pump did not give an air alarm. .